Manufacturer narrative:
Device has been explanted and/or returned to the manufacturer, therefore product evaluation is possible. A visual microscopic examination was performed by a product engineer that revealed that the bone screws are confirmed broken due to loading. Patient fell and may have contributed to the failure.

Event description:
Implant date: 2006. It was reported that a patient underwent an l4-s1 spinal fusion with allograft and posterior instrumentation. Approximately 2 months post-op, patient "fell hard on some stairs and heard a cracking sound". Xrays reportedly revealed that the two sacral screws were fractured. One month later, patient underwent a revision surgery to replace the broken screws and add tlif cages in the intervertebral disc spaces. No patient complications.